Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: sdr303b implantable pulse generator (ipg), (B)(6) 2005. (B)(4).

Event description:
It was reported that the right atrial (ra) lead experienced low impedances and loss of capture. The lead was capped and replaced. No patient complications have been reported as a result of this event.